Event description:
It was reported that the customer had a problem trying to calibrate during a case. The customer had tracking error 102 displayed. Error code references low receiver coil signal. Had customer change to port #2 and try calibrating. The customer still had a receiver error code.

Manufacturer narrative:
A defective cable was identified on the system by the field service engineer. This cable was replaced and the system is now functioning as intended.